Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a low blood glucose (bg) level of 40mg/dl. The cause of the low bgs were unknown. Customer consumed carbohydrates to address the low bg. Recommendation was made to discuss diabetes management with a health care professional.